Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the root cause was determined due to software problem. Investigations performed by imt came to the conclusion that "cfb i2c-master write communication is interrupted by ltc-1760 i2c-master. The state machine does not handle this case and swap the de-sired i2c-write transaction to i2c-read transaction and proceeds with an i2c-read and maps the wrong received data to the battery state data, be-cause no write transaction was executed. Improvements will be made on next sw update which improve software i2c communication handling in case of bus collision.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had tf alarm during patient use (unspecified alarm). Furthermore, there was no information for patient harm associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire ts didn't see any persistent tfs in the logs all the way back until 18-may. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.